Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-03577. It was reported that the patient's right l1 lead and right s2 lead exhibited high impedances. As a result, surgical intervention may be undertaken in the future. It is unknown which leads have high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: device name :mn10450-50a kit implantable slim tip lead, 50c, UDI :(B)(4), serial,(B)(6) batch :7376349. Device name :mn10450-50a kit implantable slim tip lead, 50c, UDI :(B)(4), serial, (B)(6) batch :7376349.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the 2 leads were explanted and replaced to address the issue.